Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The presence of severe explant damage prevents electrical continuity testing. Visual continuity inspection was performed.

Event description:
It was reported there were high thresholds on the atrial and ventricular epicardial leads. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.